Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported hospitalization for non diabetes related incident. Spouse stated that the customer experiences sensor glucose versus blood glucose reading issues. Spouse stated that the insulin pump overrides the inaccurate readings by triggering the threshold suspend alarm. Customer is unhappy that this occurs even after checking her blood glucose readings and recalibrating the system. No further information reported.